Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: the jaws would not close after the 4th firing. The incident occurred when device clamped over tissue. There was no patient harm and operating time was not extended. There was no tissue resection or tissue damage and nothing fell into the cavity of the patient.

Manufacturer narrative:
(B)(4).